Manufacturer narrative:
The service engineer noted that the power management board was replaced. The device was corrected and returned to service with no restrictions.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had shut down. The device was in clinical use when the issue occurred; the device was removed from service. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had shut down. The rse informed the customer of the open recall for the power management board replacement. It was then noted that the suspected device did not have the fourth-generation power management board installed yet. Onsite service was requested. The investigation is ongoing.